Event description:
Dexcom was made aware on 09/03/2023, that on (B)(6) 2023 the patient experienced a skin reaction. The sensor was inserted into the thigh, which is off-label usage of the device, on (B)(6) 2023. It was reported that the patient experienced a skin reaction with a rash extending beyond the patch perimeter and a hard lump at the sensor insertion point, which occurred 5 days after the sensor had been inserted in the thigh. The skin was prepped with alcohol prior to sensor insertion. On (B)(6) 2023, the patient was taken to the hospital due to his symptoms. An ultrasound was performed and there was ¿underlying fluid¿ found at the sensor insertion site. On (B)(6) 2023, the patient had a ¿surgical washout¿ of the area and was transferred to another hospital that could accommodate a pediatric hospital admission. While in the hospital, the patient was treated with three antibiotics via IV (parent could not recall the medication names). The patient was discharged on (B)(6) 2023 and was prescribed oral antibiotics (keflex) three times/day for the next 7 days. Two photos were reviewed, and the skin reaction was confirmed. The photos show erythema extending beyond the patch perimeter with a pustule present at the needle puncture site. Patient was in good condition at the time of report. A photograph was provided for investigation. The allegation was confirmed via photographic inspection. The probable cause could not be determined. No additional event or patient information is available.

Manufacturer narrative:
(B)(4), labeling indicates: inserting the sensor and wearing the adhesive patch might cause infection, bleeding, pain or skin irritations (e.g. Redness, swelling, bruising, itching, scarring or skin discoloration).